Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom us acetabular component 54/48 n on an unknown side (exact date is not reported). Currently, the patient is being monitored due to unknown reasons. Revision surgery is planned on (B)(6) 2015.

Manufacturer narrative:
Additional information was received on december 23, 2015. The case was reopened and re-investigation was performed. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check showed that the product combination was approved by zimmer. Review of event description: it is reported that a revision surgery was performed due to metallosis, elevated cocr level, cyst formation. The result of the re-investigation did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed again. (B)(4).

Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom us acetabular component 54/48 n on the left side on (B)(6) 2008 . The patient was revised on (B)(6) 2015 due to metallosis, elevated cocr level, cyst formation.